Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within a few days of implant, the patient received an inappropriate shock due to noise on the right ventricular (rv) lead. The lead had dislodged and low pacing impedance and high threshold were also noted. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.